Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineering (fse) confirmed with robotics coordinator that the issue may have been caused by the position of the scope. No additional issues or errors reported. No site visit was conducted. No further information on resolution details available at this time.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the surgeon experienced issues with the horizon. The customer informed the horizon was not appropriate when flipping the endoscope. The technical service engineer (tse) informed the customer the horizon would not be present if the endoscope is too vertical. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: no specific scope or instrument identified, it happened on multiple cases. There are no photos for review.